Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The operating room manager, reported the following event; a patient has been implanted a gamma nail three months ago and the nail recently broke. The surgeon decided to explant the nail and to implant a total hip prosthesis ".